Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with 95% stenosis, heavy calcification and heavy tortuosity. Pre-dilatation was performed with a semi-compliant balloon. The 2.75x48mm xience xpedition stent delivery system (sds) was implanted followed by post dilatation using a non-compliant balloon per standard procedure. A distal edge dissection was observed post deployment. An additional xience xpedition stent was used to treat the dissection. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.